Event description:
Per independent repair center statement, the (B)(4) concentrator had low o2 (yellow light). The key failure was dusty sieve beds which led to the malfunction. Additional malfunction was a defective power switch.